Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2013, the patient experienced peritonitis. The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots are the same; therefore, they were provided. A review of all batch record documents was performed for potentially associated lot numbers h13a08048, h12j26076, h12l13070, h13a07073, h13b07048, h13c07061, and h13d16086 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient experienced an unspecified yeast infection. Subsequently, on an unreported date, the patient was hospitalized for peritonitis. Treatment for the peritonitis was not reported. At the time of the report, the peritonitis was resolving and the patient was recovering from the peritonitis event. This is report 2 of 3 involved in this peritonitis event.